Event description:
It was reported that during a da vinci-assisted malignant nipple sparing mastectomy with tissue expander surgical procedure, there was breakage of the 6mm fenestrated bipolar forceps instrument's tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer reported that the tip completely broke off. The procedure was a malignant nipple sparing mastectomy with tissue expander. The procedure completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken molded insulator likely caused the grip tip to be fully detached. The broken piece measures approximately 14.89 mm x 4.59 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. A visual inspection was performed and found no damage to the housing or main tube. The housing was removed for inspection and found no internal damage. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. The instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken over molded insulator. The entire upper grip tip was detached. The bipolar instrument's conductor wire was found to be broken. The broken wire was likely caused by the broken over molded insulator. The location of the wire is on the side with the upper jaw. The wire appears to be sticking out and would fail electrical continuity. The complaint was confirmed by failure analysis. Image review: review of the provided image is consistent with the report of the tip being completely broken off. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.